Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [facility]. After the preparation, the surgeon stored the gallbladder in a bag to remove it from the abdominal cavity through an opening - an incision under the navel. When he wanted to pull the bag with the preparation out of the abdominal cavity, the green bead of the bag fell off. The green bead fell into the abdominal cavity and got lost in it. To find it, the surgeon had to make an additional incision (conversion) and make x-rays to find the ring. We don't have a sample to return. Hospital already informed our agency for medicinal products and medical devices about this event. Additional info received on 20-dec-2021 from distributor via email: we received the green bead from the clinic. Patient status: patient is okay. Conversion to open procedure. Type of intervention: conversion from lap to open (laparotomy), x-ray diagnostic used to find the component.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [facility]. After the preparation, the surgeon stored the gallbladder in a bag to remove it from the abdominal cavity through an opening - an incision under the navel. When he wanted to pull the bag with the preparation out of the abdominal cavity, the green bead of the bag fell off. The green bead fell into the abdominal cavity and got lost in it. To find it, the surgeon had to make an additional incision (conversion) and make x-rays to find the ring. We don't have a sample to return. Hospital already informed our agency for medicinal products and medical devices about this event. Additional info received on 20-dec-2021 from distributor via email: we received the green bead from the clinic. Patient status: patient is okay. Conversion to open procedure. Type of intervention: conversion from lap to open (laparotomy), x-ray diagnostic used to find the component.

Manufacturer narrative:
The green bead was returned to applied medical for evaluation, without any other components of the event unit. Visual inspection confirmed the complainant¿s experience of bead detachment. No non-conformances were observed on the returned bead. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned bead. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [facility]. After the preparation, the surgeon stored the gallbladder in a bag to remove it from the abdominal cavity through an opening - an incision under the navel. When he wanted to pull the bag with the preparation out of the abdominal cavity, the green bead of the bag fell off. The green bead fell into the abdominal cavity and got lost in it. To find it, the surgeon had to make an additional incision (conversion) and make x-rays to find the ring. We don't have a sample to return. Hospital already informed our agency for medicinal products and medical devices about this event. Additional info received on 20dec2021 from distributor via email: we received the green bead from the clinic. Patient status: patient is okay. Conversion to open procedure. Type of intervention: conversion from lap to open (laparotomy), x-ray diagnostic used to find the component.